Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user with gastroparesis experienced a hypoglycemic event while using the ilet, with a lowest blood glucose of 46 mg/dl, and the family described patterns of pump maladaptation including lack of meal announcements, use of food as correction, overtreatment of lows, and periods of pump disconnection while ingesting sugar, honey, ginger ale, and soda. Symptoms included low blood glucose. Outcomes included the need for self-treatment with oral glucose sources and subsequent contact with healthcare providers; no acute medical intervention for hypoglycemia was reported. Investigation included review of user-reported history and device use behaviors. Investigation of this case revealed user technique issues related to meal handling, correction practices, and device disconnection that are inconsistent with intended use. It was concluded that the event was attributable to user management practices rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.